Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during use the ht70 ventilator at o2 level 75%, abnormal noise was confirmed from the o2 mixer. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event. Although requested the serial number for the device was not provided.